Event description:
It was reported that during a laparoscopic cholecsystectomy the clip would not feed into the jaw of the device properly. The procedure was completed with a similar device. There was no patient consequence.